Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient had minor speed bumps in programming the pump initially, but was at a relatively low dose. It was noted that it had been intermittent bolus or complex continuous dose, at least part of the dose was 6 mics per hour and had been doing fine since 2009. The patient went to routine refills every 6 months. The patient had a refill two months prior, and within 1-2 days the patient went into florid baclofen withdrawal or loss of effect. The patient became very stiff, rigid, developed a high fever and a mental status change. The patient was then hospitalized. Diagnostic testing did not find anything wrong with the infusion system. Multiple programming was tried, the drug was taken out, put back in, and a contrast test was performed. The patient was eventually discharged home. The patient was mentally ¿with it¿, but significantly handicapped. The pump was supposedly still running. The patient was also taking oral baclofen. The patient¿s spasticity was better, but still had mental status changes. A small dose of ambien brings the patient back to his old self. The patient becomes more communicative, more ¿normal.¿

Event description:
It was reported that the patient was thought to be going through withdrawal. The patient was delusional in thinking people were after him, the patient was spastic, had increased white blood cells, and was just very sick. The symptoms began on 2015-(B)(6), and the patient was admitted to the hospital where his managing physician was located. The patient had the pump refilled the week prior to the date of this report, and per the consumer, the hospital thought the patient had meningitis, but this ended up not being correct. The pump was used to infuse baclofen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the cause of the withdrawal symptoms were possible pump issues versus medication. The cause of the event was a pump or medication issue. It was unknown if the event was due to drug effects. The pump was increased on (B)(6) 2015 with oral baclofen usage. At the time of report, the patient was not recovered, symptoms/issue ongoing. The patient was started on lexapro 5 mg oral tablet for behavioral issues, ambien to help with sleep issues and medication adjustment twice with the baclofen pump.

Manufacturer narrative:
Concomitant: product ID 8709sc, lot# n175089002, implanted: 2009-(B)(6), product type catheter. (B)(4).

Event description:
It was later reported that the patient was doing well until approximately two months prior. At that time the patient was seen by a neurologist in the clinic and the pump was refilled. At the refill, the patient developed a high fever, deterioration in mental status and became stiff. The patient remains on oral baclofen at the time of report. The status of the pump and intrathecal catheter was unknown, except that it remains implanted. The patient's mental status has "regressed" and now perseverates, repeating sentences such as, "I wanna go home, I wanna go home, I wanna go home" and "are we there yet?, are we there yet?...." Prior to the previously reported hospitalization, the patient maintained a schedule that included going to school every day. The patient's mother decided to give him a "small dose" (specific dose unknown) of ambien and the patient perked up and was able to go to school. The concentration and dose of baclofen were not known, but it thought that the patient's mother reported 6 mcg/hour.